Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4). It was reported that during a carotid artery stenting procedure, the patient experienced a thrombosis. The target lesion was located in the left proximal internal carotid artery with 90% stenosis and was 11.5 mm long with a 6.1 mm reference vessel diameter. After placement of the filterwire ez, the patient developed slurred speech and right hand and arm hemiplegia. Arteriography revealed a thrombus and occlusion in the right anterior cerebral artery. The filter was removed and the patient was treated with tissue plasminogen activator with complete resolution of the thrombus. The patient's neurologic function returned to baseline and the event was considered resolved without residual effects.